Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the physician thought that the device undertreated the patient during a ventricular tachycardia (vt) storm. Further investigation showed that the device appropriately classified events and treated appropriately. It was also reported that the device had an unexpected longevity and long charge times. The device was explanted and replaced. No patient complications have been reported as a result of this event.